Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found the white clamp to one of the supply lines to be missing and the drain line to be positioned improperly in the organizer. Functional testing of the device included simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis cassette had a loose tube. This was noted before use. There was no patient involvement. No additional information is available.